Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 190 mg/dl while using the ilet system, with insulin on board, and was advised to delay a factory reset until glucose and insulin on board decreased; the user subsequently completed a supply change and a factory reset under guidance after travel-related dietary changes led to higher meal bolus delivery, and education on best practices was provided. Investigation of this case revealed no device malfunction and that the event was associated with diet-related glycemic variability during travel, with the factory reset performed to facilitate algorithm readjustment per healthcare provider direction. No clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization, no alerts or alarms, and successful troubleshooting and education. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.